Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer stated that while the chair was being pushed, the front left caster has broken.